Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had unresponsive buttons due to corroded keypad traces. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated he removed the battery then buttons were unresponsive. Customer's blood glucose was 142 mg/dl. Customer stated the insulin pump was pressed down while on his leg. Advised the customer that insulin pump would be replaced. No further information provided.